Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, lot # 7376344. (B)(6). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation on breast implants. As a result, patient underwent removal and replacement with mentor smooth round moderate profile 225cc saline implants, catalog # 3501630, lot # 7383734 for both left and right sides on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-04903 for contralateral prosthesis. It should be noted that the implant for the right side was 325cc.

Manufacturer narrative:
New information: mentor received additional information indicating the event date was on (B)(6) 2018, not (B)(6) 2018 as previously reported on the initial report dated 8/14/2018. The additional information also indicates the serial number for the left side is (B)(4) and catalog number 3501635/sn (B)(4) for the right side. Device evaluation summary: it was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation on breast implants. As a result, patient underwent removal and replacement with mentor smooth round moderate profile saline implants, catalog # 3501630, s/n (B)(4), 225cc (l) and catalog # 3501635, s/n (B)(4), 250cc (r) on (B)(6) 2018. This is for the left side implant, see manufacturer report number 1645337-2018-04903 for contralateral prosthesis. It should be noted that the implant for the right side was 325cc. The device was returned to mentor without fluid inside. White material was observed within the device and on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the anterior view that extended to the posterior view, measuring 7.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).